Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
G1 - mfg contact office address 1, g1 - mfg contact office city, g1 - contact office region state, and g1 - contact office zip code: correction.

Event description:
It was reported that during use leakage was found at the interface of the pressure sensor and its accessories and was therefore replaced with no further issues.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.